Event description:
A malfunction alarm 20 was reported with the pump during use. The customer's blood glucose level did not have an adverse impact. The customer was unable to resolve the issue as the cartridge alarm recurred, so tandem technical support decided to replace the pump. The customer was advised to switch to manual daily injections to maintain insulin therapy. Since the pump was under warranty, a replacement was arranged, and instructions were given to deplete the battery before returning the faulty pump using a pre-paid label. The customer acknowledged these instructions.